Event description:
On (B)(6) 2022, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag ac) for an acute type b aortic dissection. When the first ctag ac was fully deployed just below the left subclavian artery, it moved about 5 mm to the distally. After deploying a petticoat device (provisional extension to induce complete attachment) on the distal side, ctag ac movement (about 1.5 cm distally) and a proximal type I endoleak were observed by angiography. The second ctag ac was deployed at a position where the left subclavian artery was nearly covered (unplanned but intentionally). The endoleak was resolved. On (B)(6) 2022, computed tomography revealed a minor proximal type I endoleak. On (B)(6) 2022, this patient underwent a reintervention. An additional stent graft was deployed to extend the device proximally. The patient tolerated the procedure.